Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot d905 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot d905 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories empty a/c alarm, tubing leak. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
Customer called to report that halfway through photo activation an empty a/c alarm sounded and that is when a leak in the tubing was observed. The leak was reported to be in the line where the hematocrit sensor is placed. The procedure was aborted and no fluids were returned to the patient. There will be no product returned for investigation.